Manufacturer narrative:
One 120803 catheter was returned for examination. The reported event of the balloon was damaged was confirmed. The balloon was found to be ruptured between the windings. Both the balloon windings were intact. The proximal winding was removed, and balloon latex was relaxed. The balloon edges did not appear to match up. No other visible damage was observed from the catheter body or the returned packaging tube. A review of the manufacturing records indicated that the product met specifications upon release. As part of the manufacturing process, 100% balloon inspections are performed. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use in a (B)(6)-year-old male patient, during testing of this fogarty catheter, the balloon was damaged and would not inflate. Changing the device for another one solved the issue. There was no allegation of patient injury. The device was available for evaluation.